Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test. The motor was tested outside of device and passed. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced multiple fluctuating blood glucose levels. When the customer went to the hospital to treat his bronchitis he had not eaten anything and his blood glucose level was 100 mg/dl. After two hours his blood glucose level rose to 251 mg/dl. By midnight, the customer's blood glucose level was 422 mg/dl. The customer treated his high blood glucose with 6 units of bolus. After two hours the customer's blood glucose level fell down to 390 mg/dl. The customer treated his high blood glucose with 5 units of bolus. The customer tried to bolus again but nothing happened. The customer then treated his blood glucose level of 280 mg/dl with manual injections and two more bolus. The basal did not seem to work. The customer was advised by a health care professional to have the insulin pump replaced. The customer declined troubleshooting for his high blood glucose. The customer will return the device for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.